Event description:
Pt developed an increased intra-ocular pressure following the administration of healon v 0.6 (hyaluronate sodium) during cataract surgery. The pt underwent surgery and a day later, the intraocular pressure had increased to 40-50 mmhg. The pressure returned to normal again the next day and the pt recovered from the event.